Manufacturer narrative:
(B)(4). Visual examination found that the tulip head portion of the connector had cracked. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the tulip head portion of the connector cracking cannot be positively determined. However, observed damage suggests that a possible cause for the fracture may have likely occurred due to a high unanticipated load stress. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that dr. (B)(6) was doing a revision on the patient on monday (B)(6) 2018, he implanted another rod with open 6.35 connectors. This implantation procedure was unilateral. Upon exploration, he saw the set screw was extremely loose. Once he gained better exposure, he saw the threaded area of the lateral connector splayed. After removing the lateral connector, he saw the base cracked. Dr. (B)(6) replaced the connector with a new one. (1896-92-050).